Event description:
His one touch ultra meter was not powering on. The pt reported that he did not know why the subject meter was not turning on. He was unable to test his blood glucose for a while (exact time not provided) and began to have blood glucose symptoms( unable to focus, lethargic, dizzy, light headed, shaky, and headache). He visited his doctor and was tested on the doctor's meter with a result of 480 mg/dl. He was given insulin (type/dosage not provided) and the doctor made him walk around for a while. When it appeared that his blood glucose was going down, he was release to go home. At the time of troubleshooting, it was verified that this was not a new product and that there was no trauma to the meter. The pt was asked to press the power button, but the meter did not turn on. It was verified that he was using the correct test strips. He was then asked to insert a test strip all the way into the stest strip port, but the meter still did not power on. It was then discovered that the pt had not replaced the battery per the owner's manual (user error). This complaint is reported because due to user error, the meter failed to provide a result at the time of concern. The pt was given treatment for hyperglycemia by the doctor. A replacement meter, control solution, and test strips were sent to the lay user/patient.